Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned with a bent knife, but was otherwise in good physical condition. No conclusion could be reached as to how the knife had become bent. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the asssembly process to ensure if functions properly.

Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device misfired. The instrument was given to the buyer with no add'l info. There was no consequence to the pt.